Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm keypad anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive and the insulin pump was not working. Customer's blood glucose value was 159 mg/dl. The customer reported that the insulin pump was exposed to fluid. The customer was advised to discontinue from the insulin pump at the quick release and revert to backup plan. The device will be returned for analysis.